Event description:
It was reported that during preparation, the stent dislodged from the delivery balloon. There was no reported resistance when removing the stent delivery system (sds) from the plastic hoop or when removing the product mandrel. The device was not used on the patient. The procedure was successfully completed with another device. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for investigation. Stent dislodgement prior to use can be influenced by many factors, including, but not limited to: improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, and handling of the stent during preparation. To help ensure that the reported stent dislodgment is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The product was not returned for analysis and may have aided in the investigation. In this case, it is possible that handling during preparation contributed to the reported stent dislodgement. Although a conclusive cause cannot be determined for the reported stent dislodgement, there is no indication of a product quality deficiency.